Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found foreign matter in the air/water channel. It was believed to be an infacol (simethicone) type product. In addition, other issues found were the light cover glasses was chipped. The glasses adhesive was worn. The optical cover glass was chipped. The distral end cap was worn. The distral end adhesive was pitted. The insertion tube had bite marks. The control body - identity badge was missing. The was a hole in button 1. The scope connector had excessive fluid ingress. Image interference was evident. Angulation was low. The electrical safety test failed. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. The DHR confirmed that the subject device was shipped in accordance with the specifications. A definitive root cause for this issue was not established. The foreign material could not be identified, however, it is highly possible that the foreign material was simethicone. The foreign material may not have been removed because reprocessing could not be conducted properly due to leakage from scope connector. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis lucera elite gastrointestinal videoscope received an e315 scope error code and image problem. Inspection and testing of the returned device found the air/water channel had foreign matter due to insufficient cleaning. It was believed that the foreign matter may be infacol (simethicone) type product. There were no reports of patient harm.